Event description:
It was reported that during device interrogation, the lv lead was found to have loss of capture threshold. Chest x-ray revealed the lead was pulled back a bit into main body of cs. The patient was scheduled for later in afternoon for lv lead revision. The lv lead was explanted and replaced. There were no patient consequences noted.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned in one piece. Double-bend height of the lead was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual of the lead did not find any anomalies with the except of damage consistent with that occurring at the time of the procedure.